Event description:
Reporter alleged obtaining a discrepant blood glucose result of either hi (greater than 600 mg/dl), 500-599 mg/dl, or 400-499 mg/dl back to back with a result of 40 or 50 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she self-treated with insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.